Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause includes: the amount of use and age of the device (over 6 years) leading to deterioration of electronic components related to light emission control, or deterioration or connection failure of the light source cable. This issue is addressed in the instructions for use (IFU): "properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result."

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility to evaluate/repair the suspect device. The fse determined the lamp was at 500 hours and replaced the lamp but the issue was not resolved. The fse noted that the problem was with the lamp on manual mode. When on automatic, the unit functioned as expected; the customer indicated that it would stop functioning after 5 cases. The customer indicated they would replace the light source cable (maj-1941) cable to resolve the issue. A definitive root cause for the reported problem could not be identified.

Event description:
A user facility reported to olympus that the light was too bright, then the light source would work normal, then flash bright. The problem, as reported to olympus, occurred during a procedure. The patient had been intubated and was under general anesthesia for the procedure, however, the procedure was cancelled. The user facility confirmed there was no patient injury or harm associated with the problem. This is report 3 of 3 for the reported problem.